Event description:
A physician reported a patient who was treated on 11/10/97 in the glabella and periorbital lines. The physician observed an immediate "dusky" color change at the glabella, and instructed the patient to take aspirin and apply ice, and to follow up in 48 hours. 11/12/97, the phyisican examined the patient, and believed that the patient had developed a necrosis at the glabellar treatment site. On 11/13/97 physician prescribed a medrol dosepak and cipro. 11/17/97, the physician examined the patient; and noted that the necrotic area had dry slough. The patient stated that she was applying aloe vera gel to this area. On or about 12/1/97, the patient phoned the physician, and reported that the scab formation in the glabellar area had fallen off; and that she had very little indentation in this area.

Manufacturer narrative:
On 13 july 1998, the physician reported that the pt was last seen on 2 june 1998. The symptoms were ongoing. The physician prescribed dermabrasion and silicone sheeting topically.